Event description:
The cause of the high impedance event was likely the disconnection between the generator and lead. The cause of the disconnection was not obtained; however, the cause may have been improper implant technique or pt activity.

Event description:
Device diagnostic testing at office visit resulted in high lead impedance reading (dc-dc code 7 and limit), indicating possible device malfunction. The elective replacement indicator was no, indicating that the generator had not reached end of service. The patient has experienced an increase in seizure activity over the past month, but not above pre-vns baseline frequency. The patient denies any recent injury or trauma that may have damaged the vns therapy system. Review of x-rays did not identify any obvious discontinuities with the vns therapy system. X-rays identified a portion of the lead that was underneath/behind the generator, however, it could not be determined if this contributed to the high lead impendance reading.lead brak is suspected. Lead replacement surgery is planned.review of manufacturing records for both the pulse generator and the bipolar lead revealed no anomalies that would adversely effect device performance.